Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 47 mg/dl. The current blood glucose was 205 mg/dl. Customer also reported high blood glucose with under delivery. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the qr. Assisted with performing the hp test which was passed. Customer treated low blood glucose with food. Customer has been experiencing low blood glucose for on and off. Based on customer report customer does not allege pump was over delivering. Customer advised to monitor pump and blood glucose. The insulin pump will not be returned for analysis.